Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
Early loosening of the plateau after implantation. Suspicion of minor deformation under load.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. Based on the available information, it is assumed that insufficient cementing of the tibial component in a patient weighing 120 kg (bmi 44.1) combined with an 8 mm tibial plateau is the cause of the loosening. There is no evidence for a product deficiency.

Event description:
Early loosening of the plateau after implantation. Suspicion of minor deformation under load.